Manufacturer narrative:
The ventilator was investigated on site and the nozzle unit inside the air gas module was replaced. No goods has been received for investigation. The review of the returned device logs confirm the reported issue. According to the log files, no preventive maintenance (pm) has been done since october 2017. The received picture indicates an older version of nozzle unit. Our investigation has concluded that the reported problem with a failure during pre-use check is due to a broken spring in the nozzle unit. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. If the feather spring is broken, gas will leak into the patient circuit causing failures in the pre-use check and during ventilation, a high-pressure alarm will be generated if user set limit is exceeded. The nozzle unit has a predetermined lifetime and is replaced at preventive maintenance that must be performed every 5000 hours of operation or at least once a year. Our conclusion is that this feather spring probably failed due to old age of 31 month.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator failed pre-use check, had low o2 concentration and generated leakage sound at the air inlet. There was no patient harm. Manufacturer ref.#: (B)(4).